Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the patient sustained a serious injury. The patient did not seek medical attention. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 12/2013 - reuse, electrode belt (B)(4): 07/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced two inappropriate defibrillation treatments. Sinus rhythm at 85bpm with motion artifact contributed to the first false detection. Sinus rhythm at 78bpm with motion artifact contributed to the second false detection. The patient was riding his motorcycle at the time of the event. The patient was conscious at the time of the event. The patient reports that he did not hear the alarms or press the response buttons were not pressed during the entire inappropriate defibrillation event. The patient did not seek medical attention.